Manufacturer narrative:
Patient did not specify the side of the events. The serial numbers are: left sn (B)(4); right sn (B)(4). The event of late seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reasons for reoperation are I do have the symptoms," "one breast was collecting fluid," really worried," "always in pain," "one side bigger than the other," and "fluid collecting underneath."

Event description:
Patient reported on an unspecified side "one breast was collecting fluid, really worried, always in pain, one side bigger than the other," and "fluid collecting underneath." Device remains implanted.